Manufacturer narrative:
On (B)(6), 2011, a respiratory therapist reported that inomax ds (B)(4) had a failed nitric oxide (no) cell and fluctuating readings while on a patient. Investigation completed on (B)(4) 2011. Device evaluation summary. On investigation of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored no values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored no values. It is important to note that the monitored no value would be fluctuating in this case and not the actual no delivered.

Event description:
On (B)(6), 2011, a respiratory therapist reported that inomax ds (B)(4) had been on a patient for about two (2) days when the nitric oxide (no) cell started to have fluctuating readings (minus 4 up to 12) while set at 2 ppm. The unit passed a low calibration but failed a high calibration, and then continued to have changing readings. The device was switched out, and the respiratory therapist reported that there was no adverse impact to the patient. The device was removed from service by the customer and returned to the company for investigation.